Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent cesarean section and the operation was successful. There was no any presence of small amount of exudate in the abdominal incision. After 9 days, a light red, no aversion to cold, fever, abdominal pain and less lochia. Post-operatively, the abdominal incision was poorly healed. One slit on each side of the incision. The longest length was about 1cm and a small amount of reddish exudate was squeezed. Bad smell, soft muscle and light tenderness was noted. Symptom support was given to expand the incision, incision exudate, cell culture plus drug sensitivity, antibiotic infection (0.9% n.s100ml + ceftazidime 2.0 g intravenous infusion bid). The second stage suture was performed, and the operation was successful. All mentioned adverse reactions improved after several days of follow-up observation.